Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, through a medical professional, and to indicate the product serial number and implant date. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the patients' surgeon regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Additional device labeling: "it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
During a call the patient reported a previous lap-band system removal due to "pain, vomiting, sensation of squeezing and original band the doctor placed was too small." The patient stated that the lap-band system was removed and replaced however is not available for product return and device analysis by allergan. The patient reported that no diagnostic imaging was performed or treatment was provided. The reported events have currently not been confirmed by a health professional.